Event description:
As reported to coloplast, though not verified: the patient had an unknown tvt [transvaginal tape] implanted in 2013 and a restorelle direct fix implanted in 2015. Reportedly from 2019, the patient experienced right flank pain, abdominal pain, microhematuria, frequency, incontinence, pelvic pain, urgency, hypertonicity of bladder, vaginitis, inflammation, postcoital bleeding, abnormal vaginal bleeding, detrusor hyperreflexia of bladder, pain during sex, overactive bladder, brown vaginal discharge, bacterial vaginosis, odor, atypical glandular cells, bacteria morphological consistent with actinomyces species infection, stress urinary incontinence, exposure of vaginal mesh through vaginal wall, recurrent rectocele and scarring. The patient underwent excision of exposed vaginal mesh and posterior colporrhaphy via general anesthesia. Pathology showed surgical mesh with attached inflammatory debris and bacterial colonies. Post excision, the patient reportedly experienced spotting, mild bleeding from prolonged standing, recurrent mesh exposure, partner dyspareunia and overactive symptoms.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: date is unknown.

Manufacturer narrative:
H6: health effect clinical code e1605 removed as not applicable to the event details.